Event description:
It was reported that a ¿few days¿ after implant, the patient¿s stimulation patterns changed. At a post-operative appointment the x-ray revealed that the right lead had migrated down two vertebral bodies with the tip now at t12. The patient was happier with the stimulation pattern on the right migrated lead. As a result, there was surgery ¿monday¿ to move the left lead down to match the right lead placement. The reason for the migration was undetermined at the time of surgery and the anchor was still in place. The patient was reprogrammed after the revision and was able to obtain desired stimulation bilaterally. Symptoms or complications associated with the event included less than 50% therapy relief at the lead location. Actions required as a result of the event included surgical intervention (lead revision). Diagnostic testing or troubleshooting included x-rays and reprogramming. The product status of the lead with serial number (B)(4) was implanted and remains in service. The patient status at the time of this report was alive with no injury. See manufacturer report # 3004209178-2014-15733.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).